Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Review of the device memory indciated that the device delivered 305 shocks over the lifetime of the implant. Given the programmed parameters and other data stored within the memory of the device, the results of the longevity calculation indicated that the actual rate of battery depletion fell within an acceptable range. All telemetry operations were normal but due to the depleted condition of the battery no functional testing could be performed. Having met the engineering longevity prediction, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated during a regularly scheduled follow-up. The failure to interrogate was due to the depleted battery of the device. The patient had been in a ventricular tachycardia (vt) storm for ten days and had received multiple tachy shocks prior to the battery depletion. However, premature battery depletion was suspected. This ICD remains in service at this time and no explant procedure has been scheduled due to lack of funding for the hospital and the patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.